Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: post stent deployment. It was reported via a trial that the patient underwent treatment on (B) (6) 2008. The target lesion was the distal right coronary artery (rca), de novo, 3.5 x 14 mm, 90% stenosed with mild calcification. The lesion was not predilated. After the 3.5 x 18 mm and a 3.5 x 8 mm promus stents were placed, a dissection was noted proximal to the target lesion, grade b. A second 3.5 x 8 mm promus stent was deployed proximal to the first stent and overlapped the 3.5 x 18 mm promus stent for treatment of the dissection. Residual stenosis was 0%. The patient was discharged on (B) (6) 2008 with no reported events. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported patient effect of dissection is a known adverse event listed in the xience v instructions for use (IFU) as a no fault procedural complication. Reportedly, no pre-dilatation was performed. It should be noted that the product IFU states, "pre-dilate the lesion with a ptca catheter." Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.5 x 18 mm promus (part 1009530-18b, lot 8051241) indicated has been filed under a separate MFR#.